Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a call servic alarm issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the pump was powered on and a call service (cs-064) alarm was recorded in the black box data. The display screen was cloudy and not legible due to moisture present under the display. The pump was unable to be exercised for 24 hours due to this internal moisture. The pump casing was removed and further evidence of moisture was found inside.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.